Manufacturer narrative:
Local field service engineers contacted technical support team for case evaluation. Flap thickness was verified and confirmed a 20um too thin z-offset setting on the device. Log file review showed inclined offset in factory was +45. The inclined offset is at +20 which is unusually low and indicates a thinner cut in general. The root cause was determined conclusively as a wrong calibrated tool which was used to calibrate the device. Wrong calibration of the tool leads to wrong z-offset setting on the device which is the cause for thin and therefore incomplete flaps. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a flap complication during lasik flap creation; big part of the flap was not complete. Additional information has been requested.